Event description:
It was reported that patient experienced syncopal episodes due to oversensing issue on the atrial and ventricular channels. Patient is dependent on the device and the oversensing issue was pacing inhibition. Patient was exposed to source of electromagnetic induction (emi). It was recommended to discuss with the patient to avoid emi sources. Physician plans to discuss this with the patient. No further information available.